Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 5/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings moisture observed in battery compartment cracks in battery compartment above grip pad to threads, and below grip pad to case seal. Leak test failed due to battery compartment leak. Opened pump, no further moisture damage found. Dim display with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.